Event description:
It was reported that the patient had multiple low speed advisory alarms overnight when the patient attempted to lay back. The patient was placed on batteries and an ungrounded cable and did not experience any alarms. The initial x-rays showed the internal driveline section between the arrows appeared normal. An additional x-ray of the abdomen was ordered to get a better look at the external and missing part of the internal driveline. The new x-ray images showed there was a kink just a little past the exit site. The rest of the external section appeared to be pretty smooth. Log files captured intermittent speed drops and pump stops between (B)(6) 2025. These all occurred while connected to the power module and appeared to be caused by a driveline short to shield. On (B)(6) 2025, technical services performed a driveline repair approximately 2.5" from the exit site. Percutaneous lead replacement was performed. Post repair, the patient was tethered on a grounded patient cable without issue.

Manufacturer narrative:
Section d9: segment of percutaneous lead returned. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported pump stop and low speed events captured in the submitted log file. The submitted log file contained events from 12feb2025 through 22feb2025. Pump stop and low speed hazard events were captured on 20feb2025 through 22feb2025 while the system was connected to the power module. Based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. No other notable events or alarms were captured. A distal-end driveline replacement was performed on 25feb2025 and approximately 21.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors that would have contributed to the reported events captured in the submitted log file. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have contributed to the reported events captured in the submitted log file. Following the driveline repair, the patient was placed on an ungrounded patient cable. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6). Incidental findings found damage to the outer jacket approximately 3.5", 4.5", 6.5", 9.0", 10", 10.5¿, and 11¿ ¿ 18¿ from the controller connector. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) and hmii lvas patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.